Event description:
On 31st october, 2023 getinge became aware of an issue with one of surgical lights - volista access. As stated label was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was getinge technician. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer?, h3b device not eval provide code, h3c if other provide code -explain and h6 investigation findings fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 31st october, 2023 getinge became aware of an issue with one of surgical lights - volista access. As stated label was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 31st october, 2023 getinge became aware of an issue with one of surgical lights - volista access. As stated label was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that missing label was placed outside the sterile area. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no possibility of sterile field contamination, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Previous h6 investigation findings: results pending completion of investigation///3233. Initially provided information was pointing to missing label. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was not clear. It was determined that the issue investigated herein is not safety and risk related as mentioned missing label was placed outside the sterile area, so there was no possibility of sterile filed contamination. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 31st october, 2023 getinge became aware of an issue with one of surgical lights - volista access. As stated label was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that missing label was placed outside the sterile area. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no possibility of sterile field contamination, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.